Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the low progesterone results was a misalignment of the position of the sample pipettor. The fse adjusted the pipettor to the sample cups and reagent pack. The system is performing within specifications. Further evaluation of the device is not required.

Event description:
Low results for progesterone were obtained on an immulite 1000 instrument. Quality control (qc) material level 2 and level 3 were low. One patient sample was run to test the instrument and also gave a low result. A repeated patient sample gave a higher result. The customer did not report this result and stopped using the instrument and sent the sample to a reference laboratory. There are no known reports of patient intervention or adverse health consequences due to discordant progesterone results.